Manufacturer narrative:
Device evaluated by MFR: the reported device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 15mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2026. It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was advanced for dilation. However, during inflation at the nominal pressure, it was noted that the balloon had a leak. The procedure as completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a balloon pinhole located approximately 15mm distal of the proximal markerband.